Event description:
On 6/24/2022, it was reported by an arthrex employee via email that an ar-1390tc full thread cannulated biocomposite interference screw does not seat well, leaving the ligament repair unstable. Surgeon also noticed that one of the threads on the screw were flat. Another screw is opened and case is completed without further issues. This was discovered during a knee arthroscopy and acl procedure on 6/2/2022 additional information received on 6/27/2022: surgeon used ar-4030c-09 fastthread biocomposite interference screw to complete the case.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.